Event description:
A pt reported experiencing hypoglycemia while using the euroflash (fasttake) meter. In 2001, after eating lunch, pt took an afternoon nap. Pt woke up from afternoon nap experiencing sweating and body trembling. Pt reportedly thought that was experiencing hypoglycemia, so the pt ate 3 pieces of dextrose. Pt felt better 15 minutes after eating the dextrose. In a side to side comparison, pt obtained blood glucose readings of 71 mg/dl on the euroflash and 35mg/dl on the medisense meter. Pt refused to provide any further details about the event. Because the euroflash meter is plasma calibrated, it usually gives higher blood glucose readings than the medisense meter, which is whole blood calibrated. No medical treatment was given or required. No further info is available.